Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where patient experienced a hyperglycemia event on (B)(6) 2025, at 03:03 pm. The sensor glucose (sg) value was 13.2 mmol/l and the blood glucose (bg) value was 21.1 mmol/l. The patient did not seek medical assistance and was able to self-resolve the event by injecting insulin.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. Based on the dms review, the sensor glucose (sg) value on (B)(6) 2025 at 02:58 pm was 13.2 mmol/l and a blood glucose (bg) value of 21.1 mmol/l was entered into the system at 03:02 pm. The system did not assert a high glucose alert at the time of event as high glucose alert limit was set at 13.9 mmol/l. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. However, the sensor was not returned to senseonics. A review of the sensor data during the timeframe of the reported inaccuracies showed signs of optical instability. Such instability can result from temporary changes in the in vivo sensor environment, including the condition of the hydrogel or led, leading to noisy or inaccurate sensor glucose readings. No further investigation was possible for this complaint as sensor was not returned. As part of resolution, the customer was given a replacement sensor. B4. Date of this report 01 dec 2025. G3. Date received by the manufacturer? 01 dec 2025. D8. Was this device serviced by a third party? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.